Event description:
Allegedly revised due to dislocation subluxation. Age at primary: (B)(6), side: r. Primary asa: p2-mild disease not incapacitating. Revision njr index no: (B)(4), sex: f, primary bmi: (B)(6). Additional product information received on 1/12/2017: neck product information now available.